Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was not confirmed on the device. There was no error found on the device. There were no part(s) replaced and/or repair(s) for this issue. Additional findings not related to the malfunction/issue was contamination found on the in-line filter proximal. The following parts would be replaced as part of the four-year preventative maintenance on this device: muffler assembly, air foam inlet filter, and particulate filter.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.